Event description:
It was reported via journal article that following the implant of an inferior vena cava (ivc) filter, the filter legs penetrated the ivc. A stainless steel ivc filter was placed. Seven (7) years following implant, it was noted that the tip of the filter was embedded. The filter legs were also noted to be adherent from prolonged implantation with multiple filter legs penetrating the ivc. Bilateral lower extremity (ble) edema was noted. During the removal attempt with the laser sheath technique, small focal extravasation occurred that was managed with temporary balloon inflation. The extravasation was self-limited thereafter. Successful ivc angioplasty was performed with improvement in the ble edema. Warfarin was continued for factor v leiden mutation.

Manufacturer narrative:
If implanted, give date: 7 years prior. Device evaluated by MFR: it is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Complaint source : "photothermal ablation with the excimer laser sheath technique for embedded inferior vena cava filter removal: initial results from a prospective study" journal of vascular interventional radiology 2011; 22:813-823, william t. Kou, md et all. (B)(4).